Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. It was noted that the returned device indicated a loose/detached set screw and a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that there was difficulty tightening the setscrews on the ventricular and atrial ports of the patient's implantable pulse generator (ipg). The ipg was not used and another ipg implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.